Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon used the harh36 to dissect tissue, after 1-2 hours the gasket of jaw was broken. Finally they used the new harh36 to finish this procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does ¿gasket of jaw was broken¿ mean? It means the white tissue pad broke partially fall off. Did the titanium active blade tip break? No. Corrected data: MDR decision is now not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.